Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error 1-89. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported issue was confirmed using system logs which errors 1-89, c-82, m-02, m-b1, 1-88, and c-37. During testing, the unit displayed error code 4-87 followed by m-02-3 at startup. Erbe log showed errors c-00, m-02, m-b1, c-84, and m-0b. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on the field failure analysis. A definitive root cause could not be identified; however, m-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. The probable root cause of the subsequent errors may be attributed to faulty components of the erbe generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that errors occurred against the erbe generator. The customer power cycled the erbe generator a couple of times, but the faults kept coming back. The intuitive tech support engineer (tse) reviewed the system logs and confirmed multiple errors occurred against the erbe. The tse had the customer reseat one of the cables, disconnect the power cord, and power cycle the system and erbe. The system and erbe powered back on with no issues, but the case was aborted to another system. The ports were not in place when the issue occurred.